Event description:
It was reported there was a short circuit in the lead and low impedances of seven ohms was measured on electrodes 0 and 3. The short circuit was present prior to and after the patient¿s implantable neurostimulator (ins) was replaced. The short circuit did not impact the patient¿s settings. No symptoms, interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent. Refer to manufacturer report #3004209178-2015-05795.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (nla729162h) revealed that the battery was at normal end of life and the telemetry and the output were okay. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Nni.

Manufacturer narrative:
Product ID neu_ins_stimulator serial# unknown implanted: (B)(6)2017 product type implantable neurostimulator product ID 7426 (B)(6) implanted: (B)(6)2011 product type implantable neurostimulator. Other applicable components are: product ID 3389s-40 lot# v006947 implanted: (B)(6)2006 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The right ins was replaced on the day of this report and the short circuit remained on the 0-3 electrode configuration. The short was not affecting the patient's therapy and they were doing well with deep brain stimulation (dbs). No further complications were reported or are anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3389s-40, lot# v006947, implanted: (B)(6) 2006, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3389s-40, lot# v006364, implanted: (B)(6) 2006, product type: lead. Product ID: 7426, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. (B)(4).